Event description:
After an implantation period of approx. 99 months, oversensing with inappropriate therapies was reported. Furthermore it was observed that during the follow-up tests that the remaining electrical parameters were in normal range. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 gained no further information. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock and inappropriate ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.